Event description:
Pt had hip replacement in 1992. In 6/94, pt was getting out of truck, when he felt pain in hip. X-rays taken and showed ceramic head of hip had broken into several pieces. Pt taken to surgery for removal of old hip and insertion of new hip.